Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, and prime test. The device was received with stuck in motor error alarm loop during the bolus/basal delivery and an error alarm was confirmed in the alarm history. The motor was tested outside the unit and passed the test. The motor may have had an intermittent failure that was not detected during our testing. Further testing could not be performed due to motor error alarm. The insulin pump had missing end cap sticker. No reset by itself or blank display after battery change noted.

Event description:
It was reported that the customer has been in rehabilitation and he received a motor error alarm during the prime process. It was mentioned that the drive support cap came off the bottom of the insulin pump. The nurse also mentioned that the customer was hospitalized for low blood glucose eight months ago. Troubleshooting was performed. Advised the customer to check the drive support cap and it appears to be normal. Reviewed the alarm history and found several motor error alarms. While troubleshooting the customer stated he experienced low blood glucose and he was delirious. By the time the paramedics arrived his blood glucose still was low and they suggested going to the emergency room anyway. It was stated that it happened overnight and it's possible that he gave too much insulin. No further information was provided.